Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation changing to 0.0 ma, the stimulation sometimes feeling strong, and the inability to decrease the stimulation was not determined. The rep said they made sure the orientation was correct, which it was, and then set a number in all positional settings; there was no 0.0 anywhere. The rep said it was unknown if the issue was resolved and the patient was given the patient services phone number to call if it happens again. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - degenerative disc disease/ spinal pain. It was reported that the patient had been experiencing ins going to 0.0 ma. It was reported that usually after patient slept they noticed they don't feel stim and the controller would show 0.0 ma. Patient has also experienced getting stim really strong at times; there was no pattern or timeframe as to when it occurred. Patient was unable to decrease stim with arrow buttons, the only thing they could do was turn it off. When patient felt stim too strong, the amplitude on the controller does not change, they just feel stim strong. Issue appears to occur mostly when patient was sitting; they will turn stim off to resolve strong stim, stay in same position, turn stim back on and it would be fine. The stimulation would no longer be too strong. The manufacturer's representative (rep) stated the patient had adaptive stim enabled. Patient stated patient usually uses group c (2 programs) but was currently on b (2 programs). Rep stated that for group b,mobile, reclining and lying back positions were all 0.0 ma and for group c, mobile, reclining, lying back and lying left positions were all 0.0 ma and for lying front one program was 0.0 ma but the other program was 8.9 ma. No further complications were reported/anticipated.